Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer cubies were failed, and nurses were unable to pull med. The field service engineer applied enhancer to contacts on controller board and secured connections and removed pockets and secured cable to all trays, resolved the issue. The system functioned as intended after troubleshot by the field service engineer.

Event description:
It was reported by the customer that bd pyxis¿ med station¿ es auxiliary drawer cubies failed. Nurses were unable to pull medication or recover storage space. The pharmacy technician went to unit to check, and he says the whole row of cubies are failed/unresponsive/not working. Error is occurring on drawer 5.2 of aux on oncpx1. There were no adverse events or injuries reported based on this incident.